Event description:
It was noted in a CT scan, my lower lobes in my lungs have atelectasis and swollen axillary lymph nodes. Recent liver function labs show low alkaline phosphatase. I have never had either issue. FDA safety report ID # (B)(4).